Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported difficulty charging their controller. Patient stated that they couldn't seem to get their controller to charge and that they were unable to fully charge their ins due to their controller battery depleting. Agent confirmed green light on ac power supply. Had patient remove the battery pack and plug the controller into the wall outlet; patient confirmed the controller did not power on. Had patient try a different outlet and patient reported same result. Patient reported no visible damage to the controller port or ac power supply plug. The issue was not resolved. An email was sent to the repair department to replace the controller. Reviewed stimulation on/off button. Pt called back on 2024-apr-26 stating that mid-last week they called as they were having trouble charging the controller, so they were sent a replacement controller. Pt said that the controller worked and charged up so they were then able to recharge the ins, however the day before yesterday they went to see if the devices needed to be charged and the controller was saying that the controller battery was empty and to charge the controller. Pt said they have had troubles charging the devices for the last four to six months. Had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Agent had the pt unlock the controller; pt saw no device found. Reviewed screen meaning with the pt. Agent reviewed battery pack replacement with the pt. Pt thought that they had gotten a new battery pack not that long ago like less than a year ago, however based on the serial number and the battery pack production date (04/18), agent understood that the battery pack was the original battery pack. Agent sent an e-mail to repair to replace the battery pack.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6) ); product type: brand name intellis; product ID 97745bp (serial: (B)(6) ); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product type: product ID 97745bp serial# (B)(6) product type accessory h3: analysis of the recharger (serial# (B)(6)) found there was a broken/cracked recharger/power connector support causing connection/charge issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.